Event description:
It was reported that a patient received a discrepant result when tested with coaguchek inrange meter serial number (B)(4). At 8:00, a sample from the patient was tested using the meter, resulting in a value of 4.4 inr. For this measurement, the patient would press on her finger to obtain more blood for sample collection. At 8:00, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.17 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation - the occupation is patient/consumer. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
No product was returned for investigation. According to the information, the patient pressed on her finger to obtain more blood for sample collection. Per product labeling: "immediately after lancing, massage gently along the side of your finger to obtain a sufficiently large blood drop without pressing or squeezing too hard." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.